Event description:
The pt had a catheter revision in october. Add'l info has been requested, a follow-up report will be sent if additional info becomes available. See manufacturer's report# 3007566237-2010-01455 for info following the catheter revision.

Manufacturer narrative:
(B) (4).